Event description:
While attempting to go retrograde through an epicardial, the operator noticed a piece of the distal tip of the caravel microcatheter had sheared off. The piece of the microcatheter was noticed while removing the caravel from the anatomy. The operator attempted going retrograde through this epicardial after attempting to go antegrade through the native rca and trying to go retrograde through the septals as well as the graft.